Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 466 mg/dl. The customer stated today she had a high blood glucose level of 466 mg/dl. The customer declined to troubleshoot for the high blood glucose level on her insulin pump. The customer stated she changed out the infusion set and treated the high blood glucose reading with a bolus. The customer stated when they disconnected the tubing she felt the insulin on her arm. The customer stated when she pulled out the infusion set it was bent in half. The customer was advised to return the infusion set. The customer agreed to return the infusion set. The customer was advised to reach out to their healthcare professional to ensure she's not developing scar tissue. The infusion set will be replaced. The infusion set will be returned for analysis.